Event description:
It was reported by dealer that the pc board has a pilot valve circuit error and the pilot valve resistance gets high after running for 2 hours, and might be not shifting on the irc5p concentrator.